Manufacturer narrative:
This report is based on the evaluation conducted february 10, 2017. Manufacturing and labeling records were reviewed and determined there were no nonconformances related to this event. The most likely root cause is damaged during use. Device kinks, frays or buckles may cause guidewire damage, pain, access site or bleeding complications (hematoma, pseudoaneurysm, aneurysm, subcutaneous hemorrhage, extravasation) no patient impact or injury was reported.

Event description:
The wire in the micro kit knotted up and then frayed. No patient injury reported.